Event description:
The neurons were found damaged in their packages prior to any use. This MDR is associated with mdr3005168196-2010-00590 and mdr3005168196-2010-00591.

Manufacturer narrative:
Device investigation: there is a minor ovalization 1.2 cm from the distal tip and a section of six compression kinks between 4.5 and 7.0 cm from the tip. In addition, there is a kink 44 cm from the hub. A 0.070" mandrel was introduced into the hub and advanced to a point just before the 44 cm kink. This catheter is non-functional. Conclusion: the kinking at the distal tip is difficult to understand. Attempting to re-introduce the catheter back into its carrier tube, we found that the flattened areas are too wide to fit back into the tube. It is difficult to understand how the catheters sustained this damage inside the tube (out of the box) as described in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.